Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed on the 6th december 2010 and that it had performed to specification up to the 28th april 2013. During this time the device records multiple occasions in which the temperature was recorded below the minimum recommended stand-by temperature of 0 degrees celsius with a low of -10 degrees celsius recorded. Multiple manual power ups of ten minutes duration were recorded on the (B)(6) 2013. On 22nd april 2015 the device records another ten minute manual power up. On the 27th december 2015 the device failed the weekly auto self-test due to a low battery. On the 16th february 2016 an increase in voltage suggests a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation and the fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.